Event description:
Surgeon was trying to apply the left falope ring to left fallopian tube but the rubber cone shaped applicator was not tight enough at the end. One falope ring was missing/floating inside the abdominal cavity and left inside. Surgeon said its is okay to leave the falope ring inside because it wont harm the patient. Unknown to or staff that falope ring was radiopaque or not. This is a packaging issue by the manufacturer. The packaging should state it is radiopaque.